Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a coronary sinus perforation from the delivery catheter¿s sub-selection dilator and trivial pericardial effusion while locating a left ventricular (lv) lead implant site. The patient also experienced subsequent hypotension. A lead was ultimately placed and the patient was hospitalized for a week. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.